Manufacturer narrative:
Added weight. Added outcomes attributed to adverse event. Added event description information. Added medical history. Patient medications - aspirin, lorazepam, atorvastatin, atenolol, cimetidine, nicotine corrected date received by manufacturer. Corrected conclusion code.

Event description:
It was reported that on (B)(6) 2017, the patient underwent an intervention to treat the endoleak. It was reported the endoleak could not be visualized on CT or angiography; however, the endoleak was still suspected to be a proximal type I due to the patient¿s highly angulated neck. It was reported two non-gore devices were implanted for proximal extension to treat the endoleak. It is reportedly unknown if the endoleak resolved due to not being able to visualize the endoleak on imaging. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow up imaging reportedly identified a proximal type I endoleak. It was also reported the patient was not symptomatic, and the aneurysm had enlarged 8 mm since implant in 2013 (exact measurements unknown). According to the report, the endoleak was caused by excessive angulation of the proximal neck (reported to be outside of instructions for use). It was reported an intervention is being planned but has not been scheduled. Additional information has been requested.